Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hysterectomy on an unknown date and suture was used. Approximately 5 to 10 days following the procedure, the patient heard a pop and went to the emergency room. The patient underwent hysteroscopy and resuturing of the vaginal cuff. No additional information was provided.